Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed. No damage to the drive support disk noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded / loose drive support disk. No alarm noted. The insulin pump had a missing end cap sticker.